Event description:
It was reported that the patient developed symptoms of a skin infection at the pod¿s insertion site (right thigh) on (B)(6) 2025, after wearing the pod since (B)(6) 2025. The patient reported experiencing pain, an inability to walk, and that the infusion site was hard and hot to the touch. The patient was initially treated as an outpatient with oral medication; however, the patient was subsequently admitted to the hospital on (B)(6) 2025, where they were diagnosed with an abscess and cellulitis, with purulent drainage noted. MRI and x-ray imaging were performed during the patient¿s hospital evaluation, confirming that the pod needle was not retained in the skin. The patient was treated with abscess drainage and antibiotics and remained hospitalized at the time of reporting on (B)(6) 2025, with an expected discharge later that day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.